Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have become hot. The equipment was removed from service, and is no longer available for analysis. Replacement equipment was sent, and no reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4). Device not available for analysis